Event description:
It was reported that the unspecified bd q-syte¿ vial access adapter was damaged with a bent pin that did not allow veletri to dilute through the adapter. The following information was provided by the initial reporter: "spontaneous. Patient reported 2 to 3 malfunctioning vial adapters q-syte. She stated the pin was bent and they were unable to dilute veletri with diluent through the adapter. No interruption to therapy. No adverse events... Indication: secondary pulmonary arterial hypertension."

Manufacturer narrative:
H.6. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. See h10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. E.4. FDA notified?: the initial reporter also notified the FDA via medwatch # mw5119074. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd q-syte¿ vial access adapter was damaged with a bent pin that did not allow veletri to dilute through the adapter. The following information was provided by the initial reporter: "spontaneous. Patient reported 2 to 3 malfunctioning vial adapters q-syte. She stated the pin was bent and they were unable to dilute veletri with diluent through the adapter. No interruption to therapy. No adverse events. Indication: secondary pulmonary arterial hypertension."